Event description:
Infusion pump with an 810:11 failure code. The technician stated they have no record of any patient incident involving the pump since the last baxter service event. Baxter's customer service requested if this failure occurred during patient use or biomed testing, but it is unknown. Additional contact information was requested, but not provided.